Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis (pd) pt's contact reported the cycler had alarmed for air detected in the cassette in drain 5 of 6. Fluid was found to be leaking from around the heater bag, but she could not identify the source of the leak. Treatment was discontinued. The pt contact was advised to contact the pt's pd nurse. The set was not made available for eval. During f/u, the pt reported he had experienced no complications. No adverse event reported at this time.